Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the high and low map (mean airway pressure) alarms are off on the 3100 high frequency oscillating ventilator (hfov). The customer stated that when the map was set to 15cmh20 and the high alarm didn't alarm until 17cmh20. The customer did not report any patient involvement with this issue.